Manufacturer narrative:
No product information available at this time.

Event description:
According to the reporter: prior to the procedure, the device's needle fell out of jaws. The technician was loading at the time so the account opened a new device. There was no patient involved.